Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported false elevated alinity I stat high sensitive troponin-I and provided the following data: sample ID: (B)(6). On (B)(6) 2026, the initial result was 39.9 ng/l, and when repeated on the same instrument on (B)(6) 2026, the result was 8ng/l (customer reference range is <26ng/l). Patient information: 78 year old male. There was no reported impact to patient management.